Manufacturer narrative:
Batch review performed on 09 april 2018; lot 1750855: (B)(4) items manufactured and released 28 july 2017; no anomalies found related to the issue. To date, no similar event on the same lot has been registered (2 pieces of the same lot involved in this complaint) quadra general reference 01.10.10.045 grinded broach # 0 ; lot 1311459: (B)(4) items manufactured and released 28 may 2014; no anomalies found related to the issue. To date, no similar event on the same lot has been registered quadra general reference 01.10.10.018 grinded broach # 1; lot 1410591: (B)(4) items manufactured and released 16 october 2014; no anomalies found related to the issue. To date, no similar event on the same lot has been registered; quadra general reference 01.10.10.019 grinded broach # 2; lot 1412746: (B)(4) items manufactured and released 06 october 2014; no anomalies found related to the issue. To date, no similar event on the same lot has been registered visual inspection performed on 28 march 2018 by r&d product manager: on one handle there is dent on the tip close to the bayonet joint and it was noted a poor sliding of the mobile pin during a functional test with a broach , this could have caused its malfunctioning described in the complaint. On the other handle there is not evident signs of deformations , it corectly works during functional test with a broach . The chamfer for avoiding the burr formation on the mobile pin seat was made by hand and it is not uniform on the entire its length on both handles. There is no burr in the mobile pin seats and this is not the cause of the malfunctioning.

Event description:
During the surgery it was difficult for the nurse and surgeon to remove/connect the broach to the broach handle. The surgeon used a broach extractor to remove a broach.

Manufacturer narrative:
On the 16th april 2018 the quality control department performed his functional analysis: the pieces (manual broach with lever reference 01.10.10.783) are conforming to specification.